Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory and reloaded software. The system operates as intended.

Event description:
The customer reported the system could not be commanded from the workstation, but could be commanded from the main frame. The system displayed a checksum error and stopped working. No pt injury was reported.